Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted multiple loops of bowel that were matted to this old mesh. The old mesh was removed, felt that it would cause some type of fistula or bowel obstruction in the future. It was reported that the patient experienced severe pain, nausea, numbness and shortness of breath. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. Other procedures are captured in separate file. No additional information was provided.